Event description:
It was reported that this pacemaker was found in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected. Of note, the exact explant date was not reported. As such, the event date is being used as the estimated explant date.

Event description:
It was reported that this pacemaker was found in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected. Of note, the exact explant date was not reported. As such, the event date is being used as the estimated explant date. Additional information: this product was returned, and analysis is underway. A final report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device case and header noted no anomalies. Interrogation of the device confirmed it was operating in primary operation and pacing according to the programmed settings at the time of bench analysis. Review of device memory noted no error codes or resets had been recorded, and elective replacement indicator (eri) had not been tripped. Data from the last eight months of implant was reviewed and confirmed the power level consumption was stable. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, laboratory analysis was unable to confirm the reported clinical observation.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this pacemaker was found in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note, the exact explant date was not reported. As such, the event date is being used as the estimated explant date. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.